Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during an im nailing of proximal femur fracture, four guide pin 3.2mm x 343mm were bending. On obtaining entry point for proximal reamer, guide wires introduced to tip of greater trochanter by hand and bent. Cannulated entry awl was utilised to assist; however, once entry reamer was passed over the guide pin, each guide pin became bent. It is unknown how surgery was completed and how long was delayed as consequence. Patient was not harmed.